Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) that diagnostics indicated the elective replacement indicator (eri) had triggered. Subsequently, surgical intervention was undertaken during which the device was explanted and replaced. The ipg was implanted in (B)(6). The patient's lead issue is documented in reference MFR. Report: 1627487-2017-06379.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Event description:
Follow-up identified the patient's ipg was inoperable prior to surgery.